Event description:
Philips received a complaint on the device efficia dfm100 indicating that during the device check, it was detected that the therapy capacitor of the dfm100 device was defective and the battery was defective. Device is outside of clinical use. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.